Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizure.

Event description:
Subsequent to the initial MDR, clarification was provided on 02/10/2026. On (B)(6) 2026, the patient experienced a seizure on the same day a new dexcom cgm sensor was applied to the abdomen. According to the patient¿s parent, while at school, the patient suffered a tonic-clonic seizure, during which the cgm displayed a glucose value of 138 mg/dl. Due to the severity of the seizure, the patient lost consciousness and sustained bilateral shoulder dislocations. The duration of the loss of consciousness was not reported. A friend who witnessed the event contacted emergency medical services (ems). Although ems obtained a blood glucose measurement, the parent could not recall the specific value, only reporting that it was low. The parent also noted that the patient uses a tandem t: slim insulin pump, but it was not known whether the automated mode feature was active at the time of the event. It is also unknown whether ems provided any on-scene treatment, as the parent was not present when the seizure occurred. The patient was transported to the emergency room and remained there for approximately four hours. In the ER, the patient received intravenous treatment, though the specific medications administered were not documented. The cgm sensor was removed on 01/26/2026 because the patient required an MRI following the seizure. Due to the bilateral shoulder dislocations and associated labrum tears, the patient is undergoing ongoing physical therapy. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On 01/22/2026, the patient was at school had a seizure. His classmate called paramedics, and upon arrival of the paramedics, the cgm at the time was at 138 mg/dl, so he didn't receive any alert on his display device. The reporter, who is his mom, mentioned that she was not there at the time of the event, so she doesn't have any details of the bg value when it was taken for comparison and when was asked about the other details, but she stated that the bg was low. The patient went to the emergency room and the reporter mentioned that the patient was given insulin (IV) as a treatment and was released after 4 hours. Due to the seizure the patient had physical therapy due to both of his shoulders being dislocated from the seizure. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.